Manufacturer narrative:
The reported complaint was not confirmed. A complaint sample was not available for evaluation. A definitive conclusion regarding the reported complaint event cannot be reached without a physical examination of the complaint sample. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal leak. No damage was identified on the dialyzer. The blood leak was not visible. Blood test strips were used and they tested positive. The machine did alarm. Estimated blood loss was between 200 and 250ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample was discarded and was not available for manufacturer evaluation.